Event description:
It was reported that a patient underwent a prophylactic full revision surgery for the sentiva model. It was stated that since the reimplant surgery, the patient "has been going downhill", noting vomiting. The patient was sent to the emergency room 3 days after surgery and was unresponsive. The tc made a call to the surgeon who stated that the adverse events and emergency room visit were not due to the vns, but the anesthesia used for the surgery. The patient's device is currently programmed to the patient's original m104 device settings, with tachycardia detection on. Device history records were reviewed for both implanted devices. The generator and lead were both noted to have been sterilized and passed all quality inspections prior to distribution. No additional relevant information was received to date.